Manufacturer narrative:
(B)(6). (B)(4). The product has not been returned. It is difficult to draw any conclusions.

Event description:
It was reported that on an unknown date, post-op, artificial disc had migrated forward. It appeared that the superior part of the disc had moved anterior from the c4 endplate. The product came in contact with the patient. The patient complications were reported as disc migrated anteriorly. Additional surgery will be performed as revision surgery.

Manufacturer narrative:
Image review: c4-5 artificial disc replacement performed status post c5-6, c6-7 anterior cervical discectomy and fusion. Solid bony fusion is present below the c4-5 level. Replacement in the indications for use as hyper of abnormal mobility may exist in prior cervical surgery including fusion is listed as a warning before artificial disc the adjacent segment and contribute to device migration or failure.